Manufacturer narrative:
An isi failure analysis engineer (fae) reviewed the stapler logs for the stapler instrument used in this event and the following info was provided: the logs show a sureform 60 stapler instrument (part #480460-09; lot #l86240307-0606) was installed on the system 5 times and fired 4 stapler reloads (2 green, followed by 2 black). On install 1, the system failed to detect the reload color and the user manually selected the green reload on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 4 pauses for compression. On install 2, a green stapler reload was loaded; however, no clamping or firing was attempted. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stropped at approximately 68% completion. On install 4, the first clamp was successful, and the firing was completed with 2-3 pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure. The firing stropped at approximately 84% completion. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodenoileostomy with sleeve gastrectomy (sadi-s) surgical procedure, the customer encountered a tissue too thick message issue while using a sureform 60 stapler instrument. The first staple fire was completed successfully. On the second staple fire, the customer got compression but then received a tissue too thick message. On the third staple fire, the customer changed to a black sureform 60 reload and had the same issue. The customer changed to another black sureform 60 reload and was able to fire. When the customer fired, the stomach was not cut, but the staples were deployed. A review of the system logs showed no errors or issues. The surgeon saw malformed staples and opted to use a handheld laparoscopic stapler for the remainder of the procedure which was completed robotically. All malformed staples were able to be removed during the procedure. No buttress material was used during the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended for the customer to return the stapler instrument for failure analysis. The customer plans on returning the stapler instrument; however, the stapler reloads will not be returned. No photos or images are available of the event.